Manufacturer narrative:
Philips authorized service representative found ac power socket at customer site defective. No issue with ventilator. Ventilator is back in service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit is not switching on. The customer reported there was no patient involvement.